Manufacturer narrative:
Date rec'd by MFR: 29jul2019. Multiple unsuccessful attempts were made to gather additional information. If any new, relevant information is received, the complaint will reopen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit found with the (graphical user interface) gui hanging by the cables. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.